Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose and his wife had to call the paramedics because he was unresponsive. They came and were able to get his glucose level under control. The customer stated that he still is having a problem with his glucose reading of 400mg/dl, and he just checked and it was 66mg/dl. The customer stated that he did not these issues before and the sensors were very accurate. Troubleshooting was performed, and the radio frequency icon did turn solid. Advised the customer that he may have bad sensors. The customer stated that he has already tossed out the old sensors as well the one he used last night. No further information was provided.